Manufacturer narrative:
The company representative was able to replicate the reported event. The printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. The illuminator was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received for testing on this investigation. A visual assessment of the returned sample revealed there was no lamp inside the illuminator module. The returned sample was installed into a system and tested. The illuminator light did not turn on after inserting a probe into port 1. There was white liquid spilled on the components on the illuminator radio frequency identification (rfid) pcb. It caused the internal shorts on pcb. The illuminator module could not turn on. The reported event was replicated. However, as to how or when the liquid entered remains inconclusive. The root cause of the reported event is attributed to nonconforming illuminator rfid pcb due to white liquid spilled. However, as to how or when the liquid entered remains inconclusive. Malfunction will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console top light ports would not worked. The procedure and patient harm details were not provided. Additional information has been requested and none received till date.